Event description:
It was reported the patient presented for generator change procedure. During the procedure, it was noted that the connector pin of the right ventricular (rv) lead was detached. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
It was reported the patient presented for generator change procedure. During the procedure, it was noted that the connector pin of the right ventricular (rv) lead was broke. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.